Manufacturer narrative:
(B)(4). Date sent: 9/16/2024. D4: batch # 106d11. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ec60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. Device history review: a manufacturing record evaluation was performed for the finished device batch number 106d11, and no non-conformances were identified.

Event description:
It was reported that during the gastrectomy surgery, after fired, the knife moved to the distal end, but could not return knife automatically. Knife reverse button could not work. Opened the device manually with big force, removed the device from the patient through tissue gap. There were no adverse consequences to the patient. No additional information can be provided.